Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture in emergency surgery" for unknown side. The status of device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional report of "silicone gel has touched patient", "sporadic discomfort in the right implant with oppressive pain, treated with symptoms, increasing gradually to date, with edema in the right breast and pain on palpation". Treatment included analgesics and anti-inflammatories. Additional events "fibrocystic mastopathy", "appearance of fibroadenoma" are not related to the device. The device has been explanted. This record is for right side.